Event description:
It waws reported that the pump touchscreen was delayed in responding to touch inputs and would freeze intermittently. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.